Event description:
A discordant cerebrospinal fluid glucose result was obtained on the vista 1500. The initial result was not reported to a healthcare provider. The sample was retested and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant cerebrospinal fluid glucose result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed analysis of the instrument, instrument data and samples. The fse determined that the cause of the malfunction was due to the reagent delivery system. The fse replaced the reagent and aliquot probes and ran an instrument quick check and calibration. The instrument is performing within specifications. No further evaluation of the device is required.